Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. Lens returned in a sample container. The lens is covered in wet solution. The optic is torn/split-cut dividing the iol in two and scratched-rejectable. The reporter stated "the other health care professional stated exchange was proceeded with t0 lens because the patient's refraction did not fit after surgery on company 17.5 d. The root cause for the reported complaint could not be determined. The exchange to a "t0" lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient's refraction did not fit with the lens. The lens was exchanged with the replacement lens 19 days following the initial procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).